Event description:
During left foot surgery, the tip of the hohman retractor broke in the patient's foot, surgeon tried to retrieve the broken instrument piece using x-ray -mini-c-arm- but was unable to retrieve it.